Event description:
A (B)(4) distributor contacted zoll customer support to report that several battery packs were defective.

Manufacturer narrative:
Device eval summary: device eval of battery packs sn (B)(4) and sn (B)(4) have been completed. The reported problem (battery packs not working in monitor) was confirmed. Upon investigation the batteries were unable to charge and could not power up a test monitor. The causes for the battery failures were battery fuses with high resistivity. The root cause for the defective battery fuses could not be positively identified. No adverse event resulted from the defective battery fuses.